Manufacturer narrative:
Service inspected unit and found bad b379 pcb. Replaced f3, 10 times. Replaced f4 once with spare fuse located in replacement kit from system. System back in service.

Event description:
Customer reported system would not boot up. No pt involved.